Event description:
It was reported to boston scientific corp that a polyflex esophageal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure. According to the complainant, while attempting to load the stent into the delivery system, the stent infolded. The same event occurred during two add'l attempts to load the stent. The procedure was completed with another polyflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.